Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number of this device is unknown. This report will be updated should the device or additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2021 that during a patient's post-op follow-up, the surgeon discovered that the smooth shank screws at c1 had broken. Index surgery was in (B)(6) 2020. Revision surgery was performed on (B)(6) 2021. The surgeon opted not to re-implant hardware as the patient was fully fused.